Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the circular seal for the dissector balloon was cut. The dissector balloon and obturator were fully inserted into the cannula of the trocar balloon. The trocar balloon, obturator, dissector balloon and lock collar appeared intact. The inflation syringe was not received. The insufflation bulb were received. Functional testing noted that the dissector balloon could not be inflated due to the cut in the circular seal. The seal acts as a barrier between the trocar and obturator and must have a tight and secure seal to inflate the balloon properly. The trocar balloon was inflated using a test syringe and no leaks were detected. It was reported that the balloon would not inflate and there was a leak. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the device made contact with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, during insufflation of the balloon, the balloon would not inflate, air kept leaking out at the top. Another spacemaker was used to resolve the issue. There was no patient injury.